Event description:
Proctocolectomy with ileoanal reservoir. Slc55b was fired twice and then loaded with slcr55b reload and would not calibrate. New dlu was opened and fired successfully, reloaded and fired again. However, the second firing of the slc55b only partially stapled and did not cut at all. There were under-formed staples observed. Another device was applied to complete the case.

Manufacturer narrative:
Results and conclusions: during analysis, it was determined that the reported condition was due to a damaged memory module. Summary: from the icr report: third reload would not calibrate. Reload had detached memory chip from circuit board. Second gun fired only half of the staples from the distal end of the gun and not transaction of tissue at all - incomplete firing. One reload has shuttle that stalled after firing first two staples - confirming the reported incomplete firing. Root cause is undetermined. No abnormalities on reload and both dlus fire shafts rotate without issues. Dlus fired in the lab without issues. Actions: car - 0719 damaged reload memory module. See scanned pages.